Event description:
Boston scientific received information that this right ventricular (rv) lead delivered inappropriate shock but with no therapy exhaustion and had intermittent sensing due to migration. Additional information received from the field representative indicates that this lead had not migrated but had been dislodged and was repositioned. This rv lead is no longer in service. No adverse patient effects were reported.

Event description:
Additional information received indicates that this rv lead also exhibited undersensing and noise was present.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.